Event description:
Customer reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 100s-range mg/dl (aviva) and 20 mg/dl (paramedic's meter). Customer was found unresponsive by her daughter, who called the paramedics. Paramedics tested the customer at 100s-range mg/dl on her aviva meter, then immediately tested her at 20 mg/dl on their meter. Customer was treated with a glucagon shot and felt better within 30 minutes. Customer was taken to the ER and given food as treatment. No delay in treatment reported. Customer was in the ER for 6 hours - not admitted to the hospital. While in the ER, customer attempted more tests on her aviva meter. Customer reportedly received the following results on the aviva system within 10 minutes: 64 mg/dl, 95 mg/dl, 138 mg/dl, 119 mg/dl, and 199 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.